Event description:
A patient reported experiencing inaccurate erratic results with a one tuch profile meter. The patient's blood glucose results were 67 and 287 mg/dl. Tests were done within 10 minutes. No further information has been reported.